Event description:
Hosp laboratory tested 5 immunohematology proficiency samples. Required tests were performed using this co's products: separator solution and antibody enhancement solution. The antibody screening test on specimen detected no antibodies. Routine quality control tests had been, and still are, producing appropriate, accurate, and precise results. On 10/6/93, subsequent to completion and reporting of the test results, the proficiency specimens were used as teaching tools for 2 new staff members. Neither staff member detected antibodies in specimen using the same lot #'s of product. On 11/19/93, proficiency testing results revealed that lab did not detect the anti-kell present in the specimen. The products were taken out-of-service and appropriate alteernate methods were used for all subsequent pt testing and investigation of the problem was initiated. Record review revealed no clerical or technical errors. A fresh aliquot of specimen was sent for repeat testing with device and other methods. The anti-kell was not detected in the fresh specimen with the product but was detected using other methods. Further consultation revealed that other user(s) did not detect the anti-kell in specimen. Other labboratories testing the proficiency samples who used other methods were able to detect the anti-kell in this specimen. Pathologists agreed that the device system should be discontinued pending results of the investigation. Co's technical services claimed that the anti-kell in specimen was detectable using the co's method and the lot #'s listed but weaker than when tested with other methods. (*)